Manufacturer narrative:
B5: upon follow up, it was reported that the breach in aseptic technique was further specified as due to the reuse of equipment, ¿specifically minicap¿. Five days after event onset, the patient was hospitalized for the peritonitis event. Fifteen days after event onset, antibiotic treatments were discontinued, pd therapy was discontinued, and the pd catheter was removed. The patient was switched to hemodialysis twice a week. Thirteen days after hospital admission, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis event. D1: the reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow up it was reported the patient was retrained on proper aseptic technique (two days after event onset). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as due to the reuse of equipment. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1 gm, every 4th day, ongoing, route and duration were not reported) and meropenem injection (1 gm, per day, ongoing, route and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient remained on hemodialysis therapy and was recovered from the peritonitis event (15 days after event onset). Should additional relevant information become available, a supplemental report will be submitted.